Manufacturer narrative:
Eua # (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.